Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a1802 captures the reportable event of foreign matter.

Event description:
It was reported that a dual lumen ureteral catheter device was about to be used during a procedure. Reportedly, a hair was found inside of the packaging before opening the catheter. The procedure was completed with another of the same device with no patient complications.